Event description:
It was reported the patient's blood glucose level rose to 376 mg/dl. The pod was not worn. The patient reported the cannula not inserting in the infusion site (unknown). It was also discovered that the cannula was bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.